Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a. Muang should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the poles of novum iq large volume pumps did not support more than 6 pumps which resulted in poles tipping over and in one case a single pole with six pumps tipped over. The process steps of which these issues occurred were unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.